Event description:
The lactosorb tap broke into the patient during surgery, causing a delay in the case, for the tip of the lactosorb tap, to extracted from the patient.

Manufacturer narrative:
The package insert (IFU 01-50-1150) states, lactosorb self-drilling taps are labeled for single use only. Information on cleaning is before initial use. The IFU also states : "the patient is to be warned by his physician of all surgical risks, including the risk of fracture or breakage. Instruments are available to aid in the accurate implantation of internal fixation devices. Intraoperative fracture or breakage of surgical instruments in general has been reported. Instruments which have experienced extensive use or excessive force are susceptible to fracture." The user facility cannot confirm the initial use of this product, and believes this procedure was not the product's initial use. There was a 1-2 hour delay to remove the broken portion of the tap from the patient. The visual inspection of the device confirms that excessive torque was applied to the tap causing breakage. The IFU states this type of event may occur. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information suggests that the most likely underlying cause of the tap breakage is excessive torque and usage of the device beyond it's intended limitations, as outlined in the IFU for this product, which is included with each purchased unit. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.